Event description:
It was reported that the right ventricular (rv) lead was showing high impedance, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) 2007-(B)(6), 5076 implantable pacing lead 2002-(B)(6). (B)(4).